Event description:
It was reported that the device posted a "ventilator error" alarm during use. The device was replaced. No injury reported.

Manufacturer narrative:
Evaluation and assessment of this case was based on log file evaluation. The log indicates that the device was powered on at 09:40 am and passed the following power-on self-test without deviations. The case in question was started at 01:15 pm in volume mode. Just from the beginning, negative airway pressures of up to -20 hpa were detected and, expiratory flows were measured during the phase of inspiration and, a massive fresh gas deficit occurred. The device alarmed repeatedly for pressure negative, apnea, fg low or leak, check vent asm and mv low. In consequence of the fresh gas deficit the ventilator piston remained in the upmost position and finally got blocked due to the vacuum pressure. The system responded as designed upon such condition by shutting down automatic ventilation and posting a corresponding vent fail alarm. Ventilation was continued for some minutes using man/spont before the unit was placed into standby at 01:22 pm. All in all, no indication for the potential presence of a device malfunction could be found. The negative pressure and the following consequences are indicators that a bronchial suction system was used during the running ventilation episode which led to the motor blockade. It is described in the IFU that the patient shall be disconnected from the device before a suction maneuver is being performed.

Manufacturer narrative:
The investigation is still ongoing. The results will be provided with a follow-up report.

Event description:
It was reported that the device posted a "ventilator error" alarm during use. The device was replaced. No injury reported.